Event description:
It was reported that as lvp 20d 2ss cv came apart. The following information was provided by the initial reporter: event 2: cardinal health- (B)(4). Event date: (B)(6) 2020. Material #: 2420-0007, batch/ lot #: 20105971. It was reported that the male end broke off the y-port while trying to remove the connector. Verbatim: one of the y port had an attachment in it. When the nurse tried to remove the connector the "male end" broke off into the female end. Nurse did not keep the part that broke off.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-03-19. H6: investigation summary: one sample infusion set and one sample secondary set was received for quality investigation. The customer complaint of component damage was not verified for the primary infusion set. Evaluation of the sample received revealed that the male luer connector tubing of the secondary infusion set had cracked in to the first y-site smartsite of the primary infusion set. The cracked section of the secondary set was removed and the primary set was primed and examined for leaks, air-in-line and occlusions. There were no issues with the primary infusion set. A device history record review for model 2420-0007 lot number 20105971 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No root cause was established on the primary infusion line due to no issues being found. H3 other text : see h10.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage with no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20105971 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv came apart. The following information was provided by the initial reporter: event 2: cardinal health- case-(B)(4). Event date: (B)(6) 2020. Material #: 2420-0007. Batch/ lot #: 20105971. It was reported that the male end broke off the y-port while trying to remove the connector. Verbatim: one of the y port had an attachment in it. When the nurse tried to remove the connector the "male end" broke off into the female end. Nurse did not keep the part that broke off.